Event description:
When we attempted to deploy the filter, the pusher wire did not pass through the device as it should. Filter had begun to move through the sheath and the doctor determined that it was not working as it should. We removed the filter in the sheath and had to open a new device to deploy. After the procedure, the device was inspected on the back table. Filter did not flower open as it is designed to and looked like it may be bent. Device saved to be sent back and written up for event report.